Event description:
It was initially reported that the "cuff was not stopping at the proper pressure". Additional clinical follow up with the hospital was discovered during biomed testing of unit after the unit had been received by the off-site biomed facility for alarm condition initially reported, not when unit was in use in the operating room.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.